Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Vitros tropi es precision testing performed was within acceptable guidelines, however, there is evidence to suggest that the well wash subsystem was not performing optimally and the fe found that the well wash nozzle and tubing needed replacing. Therefore a system issue cannot be completely ruled out. There was no evidence to suggest reagent related issue contributed to the event. Based on historical quality control results, a vitros tropi es reagent related issue is not a likely contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The customer observed a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. Patient sample result of 0.394 ng/ml versus the expected result of <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es result was not reported from the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).